Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
The customer was at 26 m/dl when the paramedics found the customer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics was dispatched due to low blood glucose. The customer was found unconscious. The insulin pump was not shutting off when their blood glucose was going low. They were having sensor discrepancies. The device will not be returned for analysis.